Event description:
Three 3m precise disposable skin staplers jammed during use. The first one was from a medline pack. The two subsequent staplers were identified as from the same lot number (2020-05jl).